Manufacturer narrative:
Corrected data: b5: event description.

Event description:
It was reported that during an arthroscopy, after the fast fix 360 t1 was deployed, the needle could not bounce back to deploy t2. Ts were removed using tweezers. The procedure was completed with a delay of less than 30 minutes using a back-up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy, after the fast fix 360 t1 was deployed, the needle could not bounce back to deploy t2. Ts were removed using tweezers. The procedure was completed without surgical delay using a back-up device and using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.